Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Phsyio-control then replaced the system controller pcb assembly and the user interface pcb assembly. Proper device operation was observed through functional and performance testing. After repair, the device was returned to the customer for use.

Event description:
It was reported to a physio-control service representative that the customer's device would not power off. The device had a white, frozen display and was locked-up. The only way to power off the device was to remove the battery. There was no patient use associated with the reported event.